Event description:
Customer complained that our dvt10 is causing skin issues (swelling and redness). We determined that the issues were being caused by the application of the wrong size garment. Pt were needing a dvt20 because the dvt10 is too small, causing the increased pressure on the skin. Please ref MFR # 3007420694-2013-00018.